Event description:
It was reported that the patient experienced difficulty recharging their implantable neurostimulator. The patient was able to achieve 4 coupling bars when their husband pressed the recharger antenna over the implant. The patient usually was able to get 2 coupling bars, at which communication and coupling issues were experienced. An assessment by a company representative reported that the implantable neurostimulator was implanted "deep in the pocket and is place more midline and low on the back which makes it impossible for waist belt to be used for charging because the antenna slips off the ins during recharging." The patient had attempted charging while laying down but was unable to so as the temperature sensor "goes off". An x-ray of the implanted system revealed that the ins was not flipped. The patient underwent a pocket revision and since the procedure was able to charge normally.